Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found no process errors and the kinetic data analysis showed no abnormalities. Additionally, based on pressure data analysis, there is no indication of reagent, sample, or dilution aspiration/delivery issues. The dilution probe was replaced and an auto-check was performed without error. The system was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed creatinine patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine patient result.